Event description:
A pt reportedly expired while the device was in use. The pump had been programmed to infuse morphine 5 mg/ml, pca mode, 5mg pca dose with and min pt lockout and a 30mg 4 hour limit. The pump was started at approx 6pm. The pt was "found unresponsive" at 8:45pm. Attempts at resuscitation were not successful. The pump history was printed and reviewed. It confirmed that the pump had been programmed correctly and indicated that the pt has requested a total of 4 pca doses over the 2hr 45 min time period. The last dose was requested at 7:51 pm. There was no indication of any pump malfunction. No additional info was available.